Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer reported the patient needed more adhesive discs as they had difficulty recharging without them. It was noted the discs worked very well for the patient. No patient symptoms or further complications were anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for movement disorders. It was reported that the patient was getting poor coupling. Troubleshooting was done on the call by repositioning the antenna over the ins and turning the dial through all 4 positions. The caller reported seeing ¿48¿ during al and was unable to get a higher number during al. The caller reported there were 0 boxes filled after doing al. They reviewed the steps and attempted al, but that did not resolve the issue. No troubleshooting events had resolved the issue. It was noted that the patient was recently implanted and recommended giving the patient time to heal and following up with the hcp if the issue did not resolve. Other information was reviewed, and patient services also ordered adhesive discs for the patient to try. There were no further complications reported.